Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator migrated down and laterally in the pocket, causing the skin over the pocket to be very thin and red. It was also noted that the patient developed an infection. The whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition prior, during and post procedure.

Event description:
New information received noted that the infection was noted on (B)(6) 2018.